Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means.

Event description:
It was reported the patient believed she experienced an infection at her scs ipg site. The patient indicated she experienced symptoms including redness, swelling, fever, as well as pain at the ipg site. The patient will continue to follow up with her physician to determine the next course of action to address the issue.